Manufacturer narrative:
Approximately 85.5 cm of the peritoneal catheter was returned. The returned catheter was patent and met the requirements for leak testing. There was proteinaceous debris observed within the interior and exterior of the catheter. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient had surgery due to hydrocephalus on (B)(6) 2016. According to the report, the rate of flow through the device was found to be slow intraoperatively. The report stated the doctor replaced the device with a new device. Reportedly, there was no injury to the patient and the patient is doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.